Manufacturer narrative:
The 36 mm breast shields were sent to the customer and requested the 30 mm breast shields be returned for evaluation. The 30 mm breast shields have not been received at medela as of (B)(6) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Attempts to follow up with the customer to get additional complaint info were unsuccessful. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
On (B)(6) 2014, the customer reported to medela customer service that her pump in style breast pump has low suction and her doctor recommended larger breast shields. The customer also reported that her doctor diagnosed her with a mastitis infection and prescribed antibiotics.